Event description:
It was reported that during a procedure of the mid right coronary artery, the xience v stent delivery system met resistance while being advanced and positioned at the target lesion for deployment; it was noted that the stent implant had dislodged from the balloon and was in the distal vessel. The stent was expanded in the non-target lesion and a second xience v stent was used to cover the lesion adjacent to the first stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood and contrast visible on the shaft and on the balloon, consistent with handling. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was one bend in the hypotube 4.5 centimeters distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is possible an interaction with the lesion during advancement may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulty. Subsequent interaction of the sds would have then led to the stent dislodgement; however, this could not be confirmed and a conclusive cause for the stent dislodgement could not be determined. A review of the device lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgments for this lot. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4).